Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR)review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Plunger arrow did not disappear with a fully loaded syringe, to much glue on the plunger board and left plunger case. Syringe plunger not in place was in the event history log. Syringe plunger not in place was found at syringe test and failed plunger sensor test. The root cause of the reported issue was found to that the plunger cable does not operate as intended due to normal wear. Replaced plunger cable and replaced plunger board for preventive measure. Performed syringe test and all functional tests which passed. Unique identifier is unknown. No information has been provided to date. .

Event description:
It was reported that the syringe not in place occurred. Device returned plunger sensor when last serviced. No patient injury was reported.